Manufacturer narrative:
Manufacturer's report date: 04/16/2014. Internal file no: (B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Lasix was ordered to infuse at 20mg/hr, but it was found infusion at 20ml/hr. The lasix was 10mg/ml and the infusion should have been at 2ml/hr. At 2250, the infusion was changed to the intended rate of 2ml/hr and then the infusion was stopped at 2300. There was no patient harm or medical intervention. No further patient/event information was reported.